Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slower than expected. The customer's blood glucose (bg) was 78 mg/dl. Upon follow up, the customer indicated that the pump was eventually able to charge completely, and exhibited no further issues.